Event description:
It was reported that the nano meter was reading in the incorrect unit of measure. The caller reported that the blood glucose device is labeled to read in mg/dl, but changed to mmol/l. The caller reported the customer received a result of 11.5 mmol/l.